Event description:
During a carotid repair surgery performed on (B)(6) 2014, upon declamping, it was noticed a tiny hole in the center of the patch. The hole was sutured, and the surgery was completed w/o event. The patch remained implanted, no injury was reported.

Manufacturer narrative:
No device eval was performed since the device remained implanted. A review of the device history records indicated that the product was processed and inspected according to procedures. Specifically, the record of the final visual inspection performed on each product indicated no anomaly. No conclusion can be drawn.